Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that non-invasive blood pressure (nibp) measurement is not stabilizing. The device was in use on a patient at the time of the event. There was no adverse event reported.